Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device defibrillated the patient once successfully; however, on the second delivery of energy, the device's display blanked out. The device was turned off/on and the continued to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.